Event description:
The user facility reported they were unable to zero out the catheter at pre-test set up. No pt contact was reported. The facility used another catheter without difficult.

Manufacturer narrative:
The catheter was inspected at returns and visually and functionally tested. All assemblies appeared to be in order and the transducer tip was particulate free. A review of batch records indicated that the catheter met all specifications at release. Upon further detailed inspection, there was evidence of fiber movement at the fiberoptic junction of the fiber holder. This condition could result in a change of readings and prevent the catheter from being zeroed as was described in the complaint. A retrospective analysis of this event was performed for the preceding 12 months. Data on complaints that may be related was reviewed and compared to the existing field population with the following findings: of the total population of 16811 units of model 110-4b catheters, this was the first complaint with pistoned fibers present; which we believe may have contributed to the inability to zero the catheter. This complaint file was re-opened based on an internal audit of the complaint files for complaints reported "drift" of icp values or inability to zero catheter prior to use. An extensive investigation was conducted including a health hazard eval. Camino intracranial pressure monitoring systems made by integra neurosciences consist of sterile, transducer-tipped pressure monitoring catheter and accessory items. The system is used as a diagnostic tool for rapidly determining and continually monitoring intracranial pressure (icp). Integra neurosciences has rec'd various complaints of catheter failure and/or malfunction both pre and post insertion. An analysis of returned catheters showed that some of the units exhibited fiber movement of the optical fibers within the "fiber holder" component at the tip of the catheter. This failure mode may result in failure, prior to insertion or inaccurate readings and the potential for inappropriate pt management during use. The directions for use for camino catheters require that the catheter be zeroed prior to insertion. Specifically, "if the camino display does not read zero after a short system self-check delay, use the tool from the catheter kit to turn the zero adjustment on the bottom side of the transducer connector until the camino display reads zero." Some catheters that have exhibited fiber movement cannot be zeroed. Rendering them unusable prior to insertion. The failure is readily apparent to the user. Fiber movement may also result in pressure measurement errors greater than those specified in the product labeling and not readily apparent to the user. Not all catheters exhibiting fiber movement fail or malfunction, however, a majority of the units will function within specifications. Inability of the customer to zero the catheter may result in a delay of monitoring, as medical personnel would need to obtain and zero another catheter. The use of catheters exhibiting errors outside the acceptable performance range may result in inaccurate pressure meassurements possibly resulting in inappropriate pt management and potential pt injury. Quality assurance conducted an analysis of confirmed pistoning fiber complaints versus the sales. The likelihood of occurrence was calculated to be approximately 0.025%, which is well within historical complaint levels and far below the expected level of occurrence calculated in 11/2000, when this issue was first identified. The likelihood of occurrence of the potentially hazardous event is rare. It is almost impossible to predict the outcome of a pt who has sustained a severe head injury. Patients who appears to have a devastating injury may recover and return to work or school with little functional loss while others who appear less injured continue to present with complications. The outcome often depends on the attention to detail at the bedside by the clinical staff. The failure of technolgoy is always a consideration and the clinican is vigilant to avoid erroneous measurement documentation. Engineering evaluations were conducted to identify, evaluate and incorporate a preventive action to reduce pistoning of the fiber at the fiber holder. The process for stripping the cladding of the signal fiber in the fiber holder was developed and validated in 2003. 100% implementation of the "striping" process in manufacturing was implemented on 09/10/03 for the icp temperature catheters initiating with lot number wo49808. This lot reported in this complaint was manufactured prior to the implementation of the "stripping" process. Three hundred seventy-two catheters have been tested at post-sterile final lot release with no functional failures. No confirmed complaints have been identified due to "pistoning" fibers from catheters manufactured using the "stripping" process.